Event description:
It was reported that the customer had a battery out limit alarm and a high blood glucose level of 420 mg/dl. Customer treated with the pump. Customer stated that she changed the battery 3 days ago and also received a battery out limit alarm. Customer was advised to clear the alarm and to monitor the pump. Customer will be sent a replacement battery cap. Customer had symptoms of excessive thirst and nausea. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.